Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device's cannula pilot line had leaks. There was no reported patient involvement and outcome.